Event description:
It was reported that during a fib procedure a clot was found on the lasso nav variable catheter. The clot was assessed with the intracardiac ultrasound. The physician attempted to aspirate the clot, however, the result was uncertain. There was no definite clot in the aspirate. Later on the ice did not show any more clot. The case was continued and at the time of the call, the patient was stable with no injury. The act range during the procedure was reported to be >350.

Manufacturer narrative:
Upon follow-up attempts to request for the complaint product to be returned for analysis, on (B)(4) 2012 we were notified that the customer had discarded the catheter involved in this complaint. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system, model #: m-4800-01 , serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4). Stockert rf generator, model #:m-5463-01, serial #: (B)(4). Ez steer thermocool sf nav catheter, model #: d-1317-05-s, lot #.: unknown. Soundstar 3d 10f-90 catheter, model #: m-5723-05, lot #.: unknown. (B)(4).